Event description:
It was reported that a large volume infusor underinfused. The device had been filled with an unspecified amount of aztreonam. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the rate of infusion was approximately 10ml/hour. It is unknown when the infusion stopped as it was kept in a carrying bag. The lot was manufactured from may 24, 2014 to may 27, 2014. The device was received and the evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by removing the luer cap from the distal luer, passing successfully as continuous flow was observed from the device. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.